Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Intuitive has received the part associated with this complaint and was unable to complete the investigation. The item was lost in process and after many efforts it was not able to be located. The complaint was not confirmed by failure analysis. The probable root cause is attributed to storage or transport.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a vinci-assisted retzius sparing prostatectomy surgical procedure, the customer reported the force bipolar instrument jaws didn't open and close properly. When the nurse clean the instrument with the moistened gauze, understood that the jaws were cracked and out of the wrist. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 10/01/2024, the quality and regulatory specialist informed the instrument was inspected prior to use with no damages noted. The instrument was not in strong grip mode. There were no collision with other instruments. There were no jaw stuck on tissue when the issue occurred. They did not have difficulties during the removal of the instrument. The port incision was not increased and there were no further damage. There was no image or recordings of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.